Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was sub-sequentially hospitalized with a blood glucose (bg) over 500 mg/dl and diabetic ketoacidosis. Reportedly, customer speculated that a healthcare provider (hcp) might have thought ketone level was dangerous; however, customer did not consult hcp regarding ketone level. Bg was addressed with intravenous insulin and was released approximately 3 days later with normalized bg. Reportedly, customer did not think the pump was working properly. Review of pump data indicated that an occlusion alarm had occurred. Customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.